Event description:
It was reported that during the procedure to implant this right atrial (ra) lead, the pacing system analyzer was used to test the lead in bipolar. Upon bipolar testing, there was severe noise observed, and the lead could not pace. Upon unipolar testing, noise was still observed; however, it was slightly better, but the thresholds were high. The physician tried waiting for the thresholds to decrease; however, they continued to increase. As a result, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure to implant this right atrial (ra) lead, the pacing system analyzer was used to test the lead in bipolar. Upon bipolar testing, there was severe noise observed, and the lead could not pace. Upon unipolar testing, noise was still observed; however, it was slightly better, but the thresholds were high. The physician tried waiting for the thresholds to decrease; however, they continued to increase. As a result, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: a return request was submitted to the field to obtain this device. The field indicated that the device was shipped back; however, there is currently no record of product return for this device. Should additional information become available, a supplemental report will be issued.